Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) for blood glucose (bg) levels in the low 500's (mg/d). Reportedly, the customer forgot to deliver a bolus for a meal. While at the ER, the customer was treated with an insulin drip, and left the ER an hour later with a bg level of about 180 mg/dl and feeling "completely fine". The customer reported no issues with the pump/supplies.